Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that the anchor came out. There was not delay on the procedure and a back-up was available to complete the procedure. No patient injury was reported. During surgery were used a drill and sleeve as preparation tools. Back-up anchor was not placed in the same hole.